Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional information has been requested by phone, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).

Event description:
A surgery coordinator reported that an intraocular lens (iol) was exchanged two and one half months following iol implant surgery due to the "wrong iol power" and the patient was experiencing blurry vision. Additional information has been requested.